Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3003916417-2024-00121 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported prior to use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes an unspecified number of tubes had foreign matter (fm) inside the tube.. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter phone #: (B)(6) and (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes an unspecified number of tubes had foreign matter (fm) inside the tube.. There was no health impact or consequences reported.